Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report represents the reported life-threatening and major bleedings. This is one of four manufacturer reports being submitted for this case. The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2017 and july 2018. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information to determine the cause of the reported life-threatening and major bleedings. Additional details of these events are not available, including source of the bleeding, time of the events and to which of the devices used during the tavr procedure these events were associated. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: moriyama n, vento a, laine m. Safety of next-day discharge after transfemoral transcatheter aortic valve replacement with a self-expandable versus balloon-expandable valve prosthesis. Circ cardiovasc interv. 2019 jun;12(6):e007756. Doi: 10.1161/circinterventions.118.007756. Epub 2019 jun 6. Pubmed pmid: 31167602.

Event description:
Through the review of the medical article: "safety of next-day discharge after transfemoral transcatheter aortic valve replacement with a self-expandable versus balloon-expandable valve prosthesis " by our affiliates in (B)(6), the authors performed a single-center, retrospective comparison of outcomes in patients who underwent elective transfemoral-tavr with an acurate neo or sapien 3 thv. Clinical end points were defined according to the definition of the valve academic research consortium-2 consensus document. The analysis included 103 patients who underwent sapien 3 implantation between january 2017 and july 2018. The following events were identified among the in-hospital outcomes: 16 patients had vascular complications (10 major, 6 minor) 19 patients had bleeding complications (3 life-threatening, 10 major, 6 minor) 6 patients needed a new pacemaker implanted after tavr. - 1 patient had a disabling stroke

Manufacturer narrative:
Supplemental to reported related reports. Please reference related manufacturer report no: 2015691-2019-04732 , 2015691-2019-04734, 2015691-2019-04735